Event description:
Int'l ((B)(6)) complaint received reporting erroneous readings with use of 011-52509-12 optiq catheter. It was reported that "..during the operation, measured cco was not realistic, it was too low, the clinical picture of the pt did not fit the present cco because the other hemodynamic parameters were normal, such as hr, map (systole, diastole), cvp, spo2, hb, etc. Calibration was made before inserting of optiq catheter and in vivo after placing optiq catheter. Also, monitor and all cables were replaced and measured cco still was not realistic. Due to unrealistic values measuring was done by bolus... Towards the end of the operation, another (manufacturer's) catheter was inserted and measuring was continued manually. On the pt was placed intra-aortic balloon". Follow up info obtained reports there were no pt injuries or adverse consequences.

Manufacturer narrative:
Device return: the involved (B)(4) was not returned for analysis. Six (6) packaged 011-52509-12 same lot 2768898 samples were returned. Engineering investigation, testing and analysis: the returned 011-52509-12 catheters were tested per the applicable product specs including thermistor accuracy test, thermal coil circuit resistance check. The results recorded no out of spec conditions and or performance anomalies. Lot build reviews: a review of the mfg lot build database for the 011-52509-12 lot# 2768898 (mfg date 11/01/2013) shows (B)(4) units were all mfg., tested, inspected and released. There were no exception documents generated during the mfg. Lot builds. Findings: the involved 011-52509-12 was not returned for testing and analysis. Engineering testing of the six returned same lot samples recorded no performance issues and/or put of spec conditions. The exact cause(s) of the reported event/product issues is unk at this time. This report and the associated data have been entered in the manufacturers database and will be monitored and trended.